Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent explanted occurred. The 95% stenosed target lesion was located in a severely tortuous and a severely calcified proximal left anterior descending artery (lad). The lesion was predilated with a 1.5x20mm balloon catheter. After implanting a 12 x 3.50 promus premier¿ drug-eluting stent into the proximal lad, a 38 x 2.5 promus premier¿ drug-eluting stent was then advanced into the left circumflex (lcx) but failed to cross the lesion. Upon the removal, the 38 x 2.5 promus premier¿ drug-eluting stent came into contact with the implanted 12 x 3.50 promus premier¿ drug-eluting stent in the lad and the 12 x 3.50 promus premier¿ drug-eluting stent was explanted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that when the 12 x 3.50 promus premier¿ stent came into contact with the 38 x 2.5 promus premier¿, it was stretched and the procedure was completed with the implantation of a 3.5x16 promus premier stent in the left anterior descending artery.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned for analysis. The balloon appears to have had been inflated and deflated and crimp markings were evident on the wall of the balloon indicating that full crimp contact was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage to the distal edge of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as 2134265-2014-08350. It was further reported that the 12 x 3.50 promus premier stent failed to cross the lesion due to the lesion's severe calcification and tortuousity. While pulling the 12 x 3.50 promus premier stent out, it was stuck to the 38 x 2.5 promus premiers tent causing the 38 x 2.5 promus premier to stretch.